Manufacturer narrative:
(B)(4). Insulin pump received with partially broken retainer ring and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap reservoir will not lock properly due to missing retainer. Insulin pump received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. R&d disposition: for (B)(6), the location of the missing or damaged retainer ring is from 6 to 9 o'clock . The retainer has 2 residual notch that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indications that a good weld occurred, with jagged and 'string-like' pieces present along the entire fracture line. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with partially broken retainer ring and missing reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. R&d disposition d00529896: for (B)(6), the location of the missing or damaged retainer ring is from 6 to 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and there is indications that a good weld occurred, with jagged and 'string-like' pieces present along the entire fracture line. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had minor scratches and/or dents present on the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.